Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.

Event description:
A female patient received coolsculpting treatment on (B)(6) 2012 with the coolmax applicator (8.0) on her lower abdomen, and a coolcore applicator (6.3) on her mid abdomen and on her upper abdomen. In (B)(6) 2012, the treatment areas appeared enlarged. The office described the area as firmer than surrounding areas but still pliable. On (B)(6) 2012, a plastic surgeon recommended an abdominoplasty to treat the condition, making this a reportable event. This case has also been reported for coolmax app (8.0) in MDR 3007215625-2013-00007. A follow-up report will be made to the agency if and when new information is received about this case.